Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Event description:
It was reported that the o3 sensors detected the ambient light and the rso2 values were displayed even thought the liners were not torn off. No known impact or consequence to patient.